Event description:
The patient reported that an e8 (power interrupt) was displayed on his infusion device while attempting to bolus. The patient was assisted with clearing the alarm and reviewing the bolus history. He had received the entire bolus amount. He stated that his blood glucose has been extremely elevated this afternoon and evening. He stated that he changes his insulin cartridge, infusion site and tubing regularly. He stated that his blood glucose measured 30 mmol/l (540 mg/dl) at 6:00pm. His normal blood glucose level at that time is 6.5 mmol/l (117 mg/dl). He stated that he is not sure the infusion device is working properly and this may be the cause of elevated blood glucose. Upon follow up the next day, the patient stated that his blood glucose has begun to decrease. At 7:50pm last night he injected 20 units of insulin and at 3:00am this morning his blood glucose measured 8.5 mmol/l (153 mg/dl) . He was advised to change his battery. Two days later, the patient called back to report e8 was again displayed on the infusion device. He stated the infusion device has not been dropped or damaged. He was able to clear the error and place the infusion device in the run mode. Upon follow up with the patient he stated the errors occur while attempting to bolus. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.